Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.